Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, the commander delivery system balloon ruptured during inflation.  The contrast escaped from the balloon during valve implantation, therefore it was not possible to implant the valve.  A non-edwards balloon was used for post-dilatation.  The delivery system was removed back to the sheath and both devices were removed without injury.  The patient was noted to be doing fine at the conclusion of the case.  No issues with alignment were reported.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. No functional testing was able to be performed due to the condition of the returned device (balloon burst and delivery system cut). During dimensional testing, balloon single wall thickness measurements were taken with a digital blade micrometer. Wall thickness being out of specification could contribute to the complaint event. All measurements taken met the specification for the calculated single wall specifications. Imagery of the event was provided to edwards for evaluation. The imagery showed calcification at the stj. The valve was observed to have been deployed just below the calcification, suggesting that the working length of the balloon came into contact with the calcium as the valve was deployed. During manufacturing, the delivery system underwent multiple 100% inspections. The inflation balloon was 100% dimensionally inspected for working length, balloon diameter, proximal and distal leg ids, proximal leg od (if required per drawing) and double wall thickness. During final inspection, the entire device was 100% visually inspected for missing components, incorrect assembly, device damage (e.g. Kinks, cuts) and contamination. The inflation balloon and crimp balloons were 100% inspected for distorted/pinched folds, wrinkles or waviness and fold lines. During manufacturing, the commander delivery system was also 100% air pressure leak tested and post balloon catheter leak tested. In addition, during product verification (pv) testing on a sampling basis, devices were visually inspected for kinks, cracks, and loose or missing components. All units form the work order passed pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the reported events. The commander delivery system instructions for use (IFU) and the physician¿s training manual were reviewed for instructions involving commander preparation and use. No IFU/training deficiencies were identified. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint for ¿balloon ¿ burst¿ was confirmed based on device visual inspection. Review of manufacturing mitigations, dimensional measurements, and device visual inspection did not identify any manufacturing non-conformities on the returned device. Available information indicates that patient factors (calcification) contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation.  During visual inspection, a kink was observed on the balloon shaft due to packaging.  The delivery system was returned locked with partial fine alignment (fa) adjust, full loader assembly on flex shaft and the atrion attached.  The I/c bond appeared intact.  A kink was observed on the balloon shaft just distal to default markers.  Leakage was observed from longitudinal tear at proximal inflation balloon.  Investigation is ongoing.